Event description:
Event: patient death. Case detail: the patient underwent successful graft implant procedure in 2003. The following month it was reported that the patient had expired due to a myocardial infarction. The actual date of the patient's expiration is unknown.